Manufacturer narrative:
H2: additional information: see d10. H3: one cadd ms3 pump was returned with the rear housing damaged. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was performed and the pump was visually inspected. The reported issue was verified. The pump alarmed and powered off during the investigation. Further investigation of the pump and determined that the printed wiring assembly (pwa) board was inoperable and the root cause of the issue. The pwa board will be replaced to resolve the issue.

Manufacturer narrative:
Additional information received by smiths medical on 31-oct- 2019.it was reported that the patient received therapy the day of the malfunction occurred by using their other pump.

Manufacturer narrative:
The initial reporter is a speciality programs consultant.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump beeped loudly without any error message then shut off. The patient was not using the pump and was not receiving medication. The error occurred while the pump was not in use. There were no reported adverse events.